Manufacturer narrative:
Device evaluated summary- as per service report, confirmed that the joint arm screws were loose during the inspection at the time of receipt. Root cause is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding instrument used for med (microendoscopic di scectomy) procedure. It was reported that intra-operatively, found loose joint arm screws. It is unknown whether product came in contact with patient or not. Further, no complications reported as a result of this event.